Event description:
A patient was tested on the device with a result of 92mg/dl and a lab result of 363mg/dl. The patient was dosed with insulin according to the lab result. The device was replaced and requested to be returned for evaluation.